Manufacturer narrative:
Follow-up #1: date of submission 01/18/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/31/2015 with the following findings:the pump display screen was observed to have a line through the display. The pump display screen was replaced with a test screen and the pump display returned to normal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a line through the pump display screen. The reporter indicated that the display screen was unable to be read safely related to this issue. The reporter confirmed that there was no noted moisture ingress into the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.